Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
The event occurred in (B)(6). Report of discrepant inratio value. (B)(6) 2015 inratio = 5.7; clinical lab inr = 1.56. It was stated the patient has been controlled with warfarin, therefore the doctor judged the 5.7 inr value to be not reliable and requested a clinical lab inr value. Patient's therapeutic range not provided. The available information is limited and no additional information is able to be obtained.

Manufacturer narrative:
Investigation conclusion:it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, the testing history for lot 355402 was reviewed. In-house strip testing on strip lot 355402 meets criteria. The product performed as expected. The manufacturing records for lot 355402 were reviewed. The non-conformances associated with this lot were not relevant to the initial complaint and do not affect product performance. The customer utilized venous sample during testing. The off-label use identified in the complaint may have contributed to the variance in the reported resultsbased on the information available, there is no indication of a product deficiency. No corrective action is required at this time.